Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had high blood glucose was in the range of 300 mg/dl. Customer alleged insulin pump was under delivering because they did bolus through the insulin pump and the blood glucose did not seem to come down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.